Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sticker from the bottom of their insulin pump came off and now they can see the inside of the insulin pump. The customer stated that they tried using a band to hold the sticker in place, but it did not work. The customer¿s blood glucose is unknown at the time of the phone call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.